Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left anterior tibial artery. A 3x150mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced with no resistance, however upon first inflation the balloon ruptured at 10 atmospheres. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and functional inspection was performed, and the reported balloon rupture was confirmed. Additionally scanning electron microscopy (sem) analysis was performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appear to be related to circumstances of the procedure. In this case, based on the sem analysis it is likely that the balloon became compromised or damaged during advancement with the anatomy and/or with other devices used during the procedure, which resulted in the balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.